Event description:
Customer reported an accutorr v monitor had no spo2 function which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the spo2 board, calibrated, and safety tested the units to factory specifications.